Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir. Customer stated that the issue was resolved with troubleshooting. Customer's blood glucose reading was 180 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.